Event description:
Caller reported an error with the continuous glucose monitoring (cgm) system, specifically a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a complete pump reset procedure, after which the error did not reappear, and the caller successfully started their sensor session.